Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized for 3 days, due to high blood glucose (bg) levels of 29 mmol/l (522 mg/dl) while wearing the pod on the arm. No details of treatment were provided.